Manufacturer narrative:
The insulin pump alarmed motor error during testing due to corroded motor home switch.

Event description:
The customer reported via phone call that the insulin pump had several motor error alarms. The customer's blood glucose was 198 mg/dl at the time of incident. The insulin pump was returned for analysis.